Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It is reported that pt was revised due to loosening.

Manufacturer narrative:
The reported high impedance measurement readings could not be confirmed during testing. In depth visual and x-ray examination found no anomalies. No errors relating to high voltage lead impedance were experienced during automated electrical testing. It is believed that the impedance anomaly was a result of a connection issue between the ICD and lead.

Event description:
It was reported that the device gave an alert for high impedance readings. Both device and lead were explanted and replaced.